Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had no power, the battery compartment was damaged, and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: a review of the black box showed one unexplained reboot on (B)(6) 2016. The pump was returned with two battery caps; both caps had damaged to the threads. The battery compartment was cracked in the thread area. The pump was unresponsive with both returned battery caps and with a test battery cap; the display remained blank and there were no audible tones or vibrations. There was evidence of moisture damage in the battery compartment. Leak testing revealed a crack in the battery compartment. The pump casing was removed and no further moisture was found. (B)(4).